Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation

Event description:
It was reported by the customer that during infusion a leakage occurred at the needle flange of the port needle, rendering it unusable. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is unconfirmed. One 20 ga x 0.75 in powerloc infusion set was returned for evaluation. An initial visual observation revealed the infusion set had the left wing broken and the needle was severely bent at the base. A functional test of flushing and pressurizing the sample with water using a 12 ml syringe was performed' however, no leaks were observed. A microscopic observation revealed no leaks or splits in the returned sample. This complaint will be recorded for future trending and monitoring purposes.